Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the console device housing was cracked and broken. It was noted that the mains connection was defective and the small electric drive (sed) updated. It was also noted that the device failed pre-repair diagnostic tests for general condition, marking & labeling, (upgrade) check , all electrical connectors, power on test, function 90k-pen, function of sed, function of the electronic pen drive (epd), and function with all hand pieces. It was noted in the service order ¿not functioning ¿ unit [was] accidentally dropped.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.